Manufacturer narrative:
Analysis: the products were not returned for analysis. However, investigation into this complaint identified that this issue was isolated to this particular hospital. Further discussions identified a specific disinfectant surface cleaning agent was used by the hospital when re-sterilizing these products. In response, compatibility testing was performed by medtronic on sizers held in stock and the disinfectant used by the hospital. After the third resterilization cycle, cracking was observed on the sizers, as reported by the customer. Medtronic provides a qualified sterilization procedure within the IFU for the user to follow when sterilizing this product. The warnings within the IFU state that "a hospital may choose the procedure tested by medtronic or they may use their own procedure, which they should qualify." In addition, the IFU states that "although the obturators are for multiple use, they should be replaced if surface deterioration occurs or the screw thread is damaged due to over-tightening or wear." In addition, the IFU states that "prior to any subsequent reuse, the obturator should be examined for signs of wear (eg, dullness, cracking, crazing) and replaced if any signs are observed." The information obtained through the investigation of this event suggests that the sterilization procedure used at this facility had not been qualified, and that the decision had been made to utilize the product even though surface deterioration had been observed. The results of this investigation will be communicated to the user facility. Conclusion: user interface likely contributed to the reported event. No adverse patient outcomes attributed to the reported clinical event.

Event description:
Medtronic received information that this valve sizer broke into two pieces in the surgeon's hand while sizing the patient's annulus for a bioprosthetic valve. The pieces were retrieved without adverse patient event. It was reported that this hospital has experienced cracking and chipping sizers following multiple sterilizations of the devices. The product was returned to medtronic for analysis. There was no patient harm due to the clinical observation.